Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue with the pump. The patient reportedly experienced a blood glucose (bg) value of 283mg/dl with extreme thirst and urination. The patient reportedly did not require any medical intervention and the health care provider did not adjust pump settings. The basal delivery totals in the total daily dose reportedly did not match the active basal program total. There was reportedly no known cause for the variation. It was noted that the patient discontinued pump therapy. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2016 with the following findings: a review of the black box revealed a manual time change on 2016-01-09 from 02:14 to 14:15 and a manual date change from 2016-01-13 07:17 to 2016-01-12 07:17. The pump was exercised for 24 hours with a 2.0 unit (u)/hour basal rate; at the end of testing, the basal history correctly showed 2.0u and the total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings or any delivery interruptions that occurred during testing. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.